Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. Following pre-dilatation resulting to 75% residual stenosis, a 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were found lifted. A drug-coated balloon was then used and the procedure was completed. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. Following pre-dilatation resulting to 75% residual stenosis, a 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were found lifted. A drug-coated balloon was then used and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Proximal and distal stent struts were lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. E1 initial reporter city: (B)(6).